Manufacturer narrative:
Pump passed rewind test, active current test and self test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board and pump failed prime/seating test due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, force sensor test, occlusion test due to corroded motor home switch. Unit successfully downloaded to thump. No blank display or device heating up noted during test. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No pump error 43 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 fourteen times on 09/11/2024 between 15:27:25.000 to 19:20:15.000 due to corroded motor home switch. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. No pump error 43 alarms, blank display or device heating up noted during test. However, the pump history download confirmed the pump alarmed pump error 43 due to corroded motor home switch. The abnormal power management graph confirmed the pump failed the sleep current test due to moisture damage on pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 43-an error in the motor was detected by reading unexpected value from hall sensor, device heating up. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer blank display and pump was not turning on after pump restart. The customer reported pump error 43 and unable to clear the alarm. The customer also reported that the pump was heating up in the battery compartment area and issue continued after replacing battery. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.